Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not open. A field service engineer worked with the customer on properly shutting down the es refrigerator and then the medstation. After a 5-minute walkthrough with powering back on, the system functioned as intended after the field service engineer fixed the issue remotely.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.